Event description:
It was reported that the patient had an infection at the battery site. Symptoms of chills and tenderness at the implant site were noted. The physician confirmed that infection was not device related however the cause was unknown. Infection persisted despite the patient being placed on antibiotics. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7081739/7082253.